Event description:
The customer reported that their pump battery would not charge. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to try different wall outlets and adapters, but the issue persisted. Consequently, a replacement pump was arranged and the customer planned to use multiple daily injections as a backup therapy in the meantime.